Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99016. Supplemental rationale: corrected data: b5, h6, h11. 22 previously reported events were included in this follow-up record. Product return status: 16 devices were received. 2 devices had investigation types that have not yet been determined. 4 devices were not available for evaluation. Evaluation findings (results/components): 7 devices: no device problem found / part/component/sub-assembly term not applicable. 4 devices: wear problem, overheating problem identified / bearings. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 4 devices: no findings available / part/component/sub-assembly term not applicable. 5 devices: wear problem, no device problem found / bearings. Product disposition: 14 devices: scrapped by stryker. 1 device: serviced and returned to customer. 4 devices: product not received. 1 device: serviced and put back into stryker stock. 2 devices: product disposition is not yet determined.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 22 events for the failure: overheating of device. - 15 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had insufficient information. - 2 events had no health consequences or impact. - 1 event had minor injury/illness/impairment. - 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 22 events were reported for this quarter. Product return status 14 devices were received. 8 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 6 devices: no device problem found / part/component/sub-assembly term not applicable 3 devices: wear problem, overheating problem identified / bearings 8 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 5 devices: wear problem, no device problem found / bearings product disposition 12 devices: scrapped by stryker 1 device: serviced and returned to customer 1 device: serviced and put back into stryker stock 8 devices: product disposition is not yet determined additional information 22 devices were not labeled for single-use. 22 devices were not reprocessed or reused.